Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. The patient presented for lead revision and the lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the pin measuring 11.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information noted that the lead was explanted. There were also externalized conductors on the lead.